Event description:
It was reported that a large male patient received blisters on both calves (approximately 2 cm in diameter). The patient was undergoing a lower extremity exam using two body matrix coils on the magnetom avanto system. The patient completed the examination before complaining to the operator. Prior to the exam, the operator checked that the patient's legs were not touching against each other but placed no material between the calves. The operator was advised to place material in-between the patient's legs for future examinations to prevent the legs from touching each other. The burn persisted for approximately 15 minutes. The patient did not require any medical treatment. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens local service tested the unit and it was found to be within specifications. Blisters between calves are indicative of an rf loop, which is described in the operating instructions. The system is equipped with a squeeze ball and intercom for patients to alert the operator in the event they experience discomfort.